Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure. Additional finding not reported by site: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.104¿ - 0.149¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. The root cause of this failure is attributed to the user. A review of the instrument log for the pcs (part # 470184-12 / lot # n10180323 0013) associated with this event has been performed. Per logs, the pcs was last used on (B)(6)2020 on system (B)(4), with 5 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified in failure analysis could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) instrument cable was broken. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.